Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. The customer's blood glucose levels were impacted (260 mg/dl and 400 mg/dl.) The customer delivered a manual injections to address bg level. The customer was able to clear the alarms and resume insulin delivery.